Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of device movement in the pocket. It was revealed that the pacemaker had migrated. The device was repositioned in a procedure on (B)(6) 2020. The patient was stable.